Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: a review of the pump black box showed unexplained pump reboots had occurred. A visual inspection of the pump showed no damage to the battery compartment or returned battery cap. The battery cap contact height and width measurements were within required specifications. The battery cap fully tightened to the pump with no visible yellow o ring showing. The pump powered on normally was exercised for 24 hours with no power interruptions or power loss occurring. The pump¿s cover was removed and moisture or damage was observed to the printed circuit board. The complaint of a no power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.